Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The basic occlusion, occlusion and excessive no delivery tests could not be performed due to prime/fill anomaly. It passed the displacement test. It was returned with missing end cap sticker, cracked reservoir tube lip, and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that his blood glucose had been rising. Blood glucose value was 260 mg/dl; treated with manual injection. Troubleshooting was performed and no air bubbles or insulin leaks were found and insulin did exit the tubing during prime. The customer then reported that the label sticker was missing. The device was returned for analysis.